Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2023, it was reported that the infusion set's tubing came apart. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was dropped with the set connected to patient's body. No further information was available.